Manufacturer narrative:
Additional info has been requested, and if received will be provided on a supplemental report.

Event description:
It was reported by the surgeon that a hoffman ii compact frame was found to be broken. Pt was revised with a new frame. The surgeon reported that the coupling had lost its attachment, making the frame unstable.